Event description:
Complainant alleged that during biomed testing the device intermittently displayed a "no shock delivered" message after pressing shock button. Complainant indicated that there was no patient involvement in the reported malfunction.